Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was not reported. The patient was hospitalized for an unrelated indication and was diagnosed with peritonitis. The patient was treated with monocef injection (1gm, per day, ongoing), meropenem injection (500mg, per day, ongoing) and vancomycin injection (1gm, per day, ongoing) for the event. The patient was discharged twenty days after diagnosis and was recovering from the event. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction: this report is a duplicate of manufacturer report number 1416980-2022-01266. All information can be found under manufacturer report number 1416980-2022-01266. Should additional relevant information become available, a supplemental report will be submitted.